Manufacturer narrative:
Investigation: the actual product nor photo representation was provided. Also, a review of the device history record (DHR) was not possible since a lot number could not be provided. However, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. A lot number was not provided so it was not possible to confirm if the product was manufactured before or after corrective action implementation. A weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that 14 sharps coll slide close 9gal red experienced missing lids. The following information was provided by the customer: material no: 305616 batch no: unknown it was reported that lids are missing on 14 sharps containers. Per customer email: the last 14 containers they¿ve received have come with no lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that 14 sharps coll slide close 9gal red experienced missing lids. The following information was provided by the customer: material no: 305616, batch no: unknown. It was reported that lids are missing on 14 sharps containers. Per customer email: the last 14 containers they¿ve received have come with no lids.